Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the segment fluid damage, the down pulley wire fluid damage, the lcb distal cover glass fluid damage, the ccd module with drive pcb cloudy (not clear view), the bending rubber leak, the insertion flexible tube leak, the objective lens scratched, the junction case loose, the distal body worn out, the left pulley wire worn out, the light guide cable worn out, and the insertion flexible tube collapse; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).